Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver logs were downloaded, reviewed and passed. The receiver functional test was performed and passed. The g5 global communication tool software test was performed and passed the sound test. The manual "try it" test was performed and passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.